Event description:
It was reported that pt underwent hip procedure in 2009. During surgery, the screw reportedly broke during the insertion process. The surgeon could not remove the threaded portion of the screw and it remains in the pt's acetabulum. The procedure was completed with no further complications.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process but not yet complete. Upon completion of eval, a follow up report will be sent to the FDA. This report was filed 3/20/2009.